Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in intraoral region #2, its non-osseointegration was observed. The 40 ncm of primary stability was achieved. The patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in intraoral region #2, its non-osseointegration was observed. 40 ncm of primary stability was achieved. The patient presented bone type iii.